Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient had a malfunction with their pump, so their device was explanted and replaced. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation was noted in the pump body near the pump ball area. This was a site of leakage. The surfaces appeared to be smooth, indicating stress. A separation was noted in the bladder of both cylinders. These were both sites of leakage. The surfaces appeared to have a melted appearance, indicating contact with cauterizing instrumentation. An aneurysm was noted in the bladder of cylinder 2. This was not a site of leakage. Abrasion was noted on both cylinder exhaust tubes. Abrasion was noted on the reservoir inlet tube. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the surfaces associated with the separation in the pump body indicates that sufficient stress(s) may have been exerted on this site to separate while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. In addition, while in-vivo enough pressure may have also been exerted to result in an aneurysm on the bladder of cylinder 2. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in both cylinder bladders occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2017 and removed/replaced on (B)(6) 2021 due to a malfunction with the pump.